Manufacturer narrative:
Upon receipt the lead was found cut 16cm distal to the df4 connector pin. Both lead fragments were received for analysis. The visual inspection showed abrasion marks along the lead body. In particular, on the distal part of the lead tip, the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Due to the damages the electrical analysis of the lead was limited to the dc resistances of the lead fragment. No peculiarities were found. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that approx. 41 months after the implantation this lead was explanted due to oversensing. A lead damage was suspected.